Event description:
It was reported the patient stopped recharging his ipg as recommended. In turn, his ipg became inoperable over time. As a result, his ipg was explanted and replaced, and therapy was restored post-op.